Event description:
It was reported that shortly after implant, the low voltage shock impedance was 133 ohms and a commanded shock of 41 joules yielded an impedance of greater than 125 ohms. The lead was re-connected and another commanded low voltage shock yielded a shock impedance of 112 ohms. A 41 joule shock yielded 120 ohms. This was repeated and the impedance was 119 ohms and low voltage shock was 103 ohms when the patient was not connected to any external equipment. There were no suspicious faults or resets that could have contributed to high shock impedance. The implant was subcutaneous and the patient did not have a high body mass index. No calcification was observed in the pocket (first implant for patient). Thresholds and pace impedance were normal. Although on the high end, the final shock impedance measurements were within normal limits. Technical services recommended obtaining x-rays for further evaluation. The cardiac resynchronization therapy defibrillator and right ventricular lead remain in service. No adverse patient effects were reported.